Manufacturer narrative:
The baxter service representative inspected the instrument and replaced all potentially contaminated component before releasing the instrument for use. The system 1000 hemodialysis machine contains internal pressure monitoring lines that are connected to pressure fittings on the outside of the machine. A sterile hydrophobic transducer protector is placed on each pressure fitting before connecting a pressure monitoring line to it (on the outside of the machine). The transducer protector is used to prevent the blood from entering the pressure monitor that can cause disinfection problems and possible cross-contamination between pts. The system 1000 operator's manual instructs users to replace transducer protectors between pt treatments. The manual also instructs users to replace wet transducer protectors, check the internal level adjust/pressure monitoring system for possible blood contamination, and replace contaminated components as required. On june 10, 2004 baxter issued a safety alert in response to reports received relative to blood contamination of the pressure monitoring lines in hemodialysis equipment. See attachment for details.

Event description:
While inspecting a system 1000, a baxter service representative discovered that there was what appeared to be dried blood in the internal pressure monitoring line. There was no pt injury or medical intervention.